Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The customer received technical assistance via phone. The product support engineer (pse) advised that a full performance verification test (pvt) should be completed and address any issues found. The customer ran the device for around an hour before he was able to duplicate the reported problem. The customer noted a 110b in the device diagnostic report. The customer replaced the solenoid 3 & 4 to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported that the exhalation port test failed. The customer reported that the issue was found while device was in clinical use; however, there was no patient harm.